Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the device dropped its longevity for five years in just a year. Data analysis confirmed that the power consumption increased without an obvious cause and no faults are present. This appears to be a hardware malfunction prematurely depleting the battery. Device replacement was recommended. Furthermore, this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the device dropped its longevity for five years in just a year. Data analysis confirmed that the power consumption increased without an obvious cause and no faults are present. This appears to be a hardware malfunction prematurely depleting the battery. Device replacement was recommended. Furthermore, this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis confirmed premature battery depletion (pbd) and gas gauge/longevity not as expected. The device failed the functional and electrical test. However, following the case removal, the device passed the electrical test as the current drain measured normal. Furthermore, caused not established was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because a high current noted prior to case removal was no longer present following case removal.